Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently delayed in responding to presses on the number "0". The customer's blood glucose level was 173 mg/dl. The customer continued to use the pump for insulin therapy.